Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged upstream occlusion (uso) sensor seal, detached air sensor, detached downstream occlusion (dso) seal, and lightly damaged battery compartment latch. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged, the upstream occlusion (uso) seal was damaged, the uso sensor was damaged, and the air detector was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. There was contamination of the dso sensor. The dso sensor, dso seal, uso seal, uso sensor, and air detector were all replaced.